Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device orders were crossing, but the user was unable to see the order on both devices. The technical support specialist (tss) verified that there were no issues on either device, checked the orders, and confirmed that the orders were crossing as shown in patient enterprise server (pes) and in ssms query results. The tss stated that device was configured under 'remove before order start' with a value of 180 minutes. Because of this setting, orders appeared on the device only 180 minutes before the order start time. The tss communicated the findings to the customer through call. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication was loaded to pyxis in urgent care, but when patient search or facility search was used, the order did not appear for removal of the medication to station gc-urgent. However, there were no delays or adverse events or injuries reported based on this event.